Event description:
During or procedure to remove right ureteral stent on 8/23/94; foreign body noted on x-ray in right ureter. Foreign body believed to be lithotripter probe tip that was utilized on surgical procedure dated 8/12/94.